Manufacturer narrative:
Approximate age of device ¿ 2 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a syncopal episode of unknown case. The patient was found on floor at home and admitted to the hospital. A log file review by the manufacturer's technical service representative revealed intermittent power and flow elevations associated with pi events. Additional information provided by the customer indicated that the elevated power and flow were associated with clot in outflow graft found on CT scan and was being monitored. The patient was continued on aspirin and coumadin. Echocardiogram results were reported as ¿ok.¿ there was no specific lvad testing completed. No changes were made to lvad parameters or patient¿s medication regimen. The pi events and power/flow elevations had resolved. The patient was reported as stable.

Manufacturer narrative:
Device identification, device manufacture date: additional information. Device evaluation: the report of a clot in the outflow graft could not be confirmed, as heartmate ii lvas, serial number (B)(4), was not returned for evaluation. Analysis of the submitted log file confirmed elevations in power and flow estimation; however, a specific cause for these events could not conclusively be determined through this evaluation. A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6)2018 at 4:41 through (B)(6)2018 at 8:57. Intermittent power elevations ranging from 8.8-9.6 watts were recorded on (B)(6)2018 from 19:10-19:34, along with associated elevations in flow estimation ranging from 9.6-11 lpm. No hazard alarms were captured, but a single low battery advisory alarm was captured while the system was operating on battery power and the 14v lithium-ion batteries fell below threshold voltage. Pump speed remained above the low speed limit for the duration of the file, and the pump appeared to function as intended. The hmii lvas IFU lists device thrombosis and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines indications of pump thrombosis and how to respond to such events, as well as, the recommended anticoagulation regimen for patients using the heartmate ii lvas. The hmii lvas IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, this document describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document also explains that a patient should sleep or plan to sleep only when connected to the power module or mobile power unit. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). No further information was provided. The manufacturer is closing the file on this event.